Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged heart issues. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged heart issues. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown white and yellow (dust-like) contamination at the air inlet of the blower box. Also, there were tiny gray and black (inconsistent with degraded sound abatement foam) fibers/hairs at the air inlet of the blower box and dust-like contamination on top of the blower box, the blower motor, on the bottom of the blower motor and inside of the blower motor and the blower motor seal. Manufacturer observed unknown white, black dust-like contamination (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization) and fibers/hairs on the inside of the bottom of the enclosure. Slight black contamination, consistent with keratin, at the air outlet of the blower box. Light unknown white specks (dust-like) in bottom of blower box and 2 non-skid pads missing on bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and was not able to confirm the complaint or address the symptoms specified. In box h: device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. Recall (z) number was corrected in this report.